Event description:
Baxter (B)(4) received a report that an infusor had reportedly leaked after filling. The device was filled with a solution of 5-fu. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement and therefore no patient injury or medical intervention. No further information is available are this time.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter for evaluation. Therefore, the reported condition could not be confirmed and the root cause could not be determined. The lot number was not provided. Therefore, a batch review could not be conducted.